Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alarm sound from their implantable cardioverter defibrillator (ICD). It was found that the audible alerts were triggered due to a magnet being close to their device. The ICD remains in use. No patient complications have been reported as a result of this event.